Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.